Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial and femoral components at the bone to cement and cement to implant interface. Cement manufacturer is unknown. Doi: 2 yrs ago ; dor: (B)(6) 2017 ; left knee.